Event description:
Report received indicated that during coil embolization to carotid cavernous fistula, the coil unraveled, and prematurely detached. The coil was advanced into the target lesion, however, its position was not satisfactory and required withdrawal of the coil. A one to one relationship between the coil and microcatheter (mc) was verified with fluoro prior to repositioning. Prior to the event, the mc had not been repositioned over the deployed coil. The coil was withdrawn into the mc without moving the mc. There was no resistance noted. It was then noted that the coil was unraveled. Thereafter an attempt was made to replace the coil in the target lesion. However, it was noted that the coil had prematurely detached in a non-intended site, but was reportedly in a satisfactory position. The coil is currently in the venous fistula. No further treatment or intervention was required. Approximately 10 coils had already been placed in the target lesion when this event happened. The system was withdrawn. There was no adverse consequence to the patient. There are no additional patient, vessel, lesion, or procedural information available.

Manufacturer narrative:
There is no information regarding vessel/target site characteristics to determine if patient factors contributed to the reported stretching premature detachment of the orbit coil. Although it was reported that there was a one to one relationship during withdrawing/ repositioning, the fact that it stretched prior to premature detaching would indicate that at some point there was a loss of a one to one relationship between the coil movement and the delivery tube movement. The IFU warns that if repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one -to-one relationship between the delivery tube and the embolic coil exists during retraction. Otherwise the embolic coil has been stretched, which could lead to premature detachment. It was reported that approximately 10 coils had been placed prior to this coil. It is possible that coil entanglement led to a loss of one-to-one relationship between the coil and the delivery tube when withdrawing to reposition, and continued withdrawing resulted in the stretching and premature detachment of the coil. Non-sterile trufill dcs coil was returned coiled. There were no visual defects or anomalies observed on unit. During microscopic examination gripper of delivery tube was inspected and the impression of the coil headpiece was clearly visible indicating a tight press fit. No anomalies on the gripper or coil headpiece were noted. Manufacturing records for lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the failure could not be determined.